Event description:
The customer's wife reported that the "pod didn't work" and, as a result, "gave her husband high bg readings" (greater than 500 mg/dl). Because of his high bg's, the customer ended up in the hospital. No further details about the suspect pod or the hospitalization were provided. The pod will not be returned for evaluation.

Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs users to check blood glucose levels frequently, so that they're able to notice and react quickly and appropriately to any issues. The user guide also suggests that the patient always carry extra supplies in case of an emergency. Note: no specific device failure was reported by the customer. We are reporting based on the statement that the "pod didn't work", though no specific details about the reported failure are known.